Event description:
Follow up information reported that the patient received assistance from their physician and manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted.

Event description:
Upon further review, it was reported that they took ¿the other side out¿ because it got infected; part of the wire came sticking out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 a patient had a left side implant, and after the patient went home she felt something on the back of her head and went back to the hospital. The reporter stated that they found that a piece of wire had popped out of the skin on the back of her head. On (B)(6) 2013, the device was removed from the left side. The patient's right side device remained implanted. It was reported that the left side would be re-implanted on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead . (B)(4).